Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The patient¿s meter has been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) 2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch verio2 meter read inaccurately high compared to another device (freesyle). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2015 at 7:30am. The patient reported obtaining blood glucose readings of ¿275 mg/dl¿ with the subject meter and ¿207 mg/dl¿ on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lfs¿ criteria for accuracy. The patient informed the csr that they manage their diabetes with levemir and novolog insulin (unknown dose) and claimed they administered an additional 5 units of insulin (unknown type) at 7:35am in response to the alleged inaccurate reading. The patient denied developing any symptoms and there was no mention of medical treatment/intervention received for an acute low blood glucose excursion after obtaining the alleged inaccurate result. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia, nor receive medical intervention for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.